Manufacturer narrative:
Driveline cable (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. However, on-site inspection revealed multiple driveline sleeve fractures close to the driveline connector. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiate an investigation to evaluate driveline sheath damages. Based on this investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient had multiple driveline sleeve fractions close to driveline connector. Sheath repair was as outpatient and done according to driveline sheath repair procedure and it was stated that the patient was doing fine. No additional information available.